Event description:
It was reported the patient experienced poor effect from intrathecal therapy for several months. Residual volumes were checked and found normal. The hcp was unable to withdraw back from cap during a dye procedure. The drug in the pump was compounded baclofen at a concentration of 1000 mcg/ml and a dose of 98 mcg/day. The patient had the catheter replaced. There was no clear indication of catheter malfunction, although it was severed midway between the pump and insertion point. This may have occurred during removal of the catheter. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results code other=catheter.